Manufacturer narrative:
With the current information, the product remains in service, however is scheduled for explant. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this product was a part of a patient system scheduled for extraction due to device erosion out of the pocket. The patient was transferred to another location for system extraction. No additional adverse patient effects were reported.